Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 lead implanted: (B)(6) 2005; 5076-58 lead; implanted: (B)(6) 2000; 5076-52 lead implanted: (B)(6) 2000. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.